Event description:
It was reported that, pt was dislocating so cup, screws, liner, and head were explanted. A 40 mm head implanted with depuy shell and liner.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info including x-rays and medical records was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.